Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl. Low bg cause was not known. Customer administered a glucagon injection and consumed "juice and chocolate" provided by spouse to address the issue. Reportedly, customer was "unconscious" and was taken to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and potassium, and dextrose. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.